Manufacturer narrative:
Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving lioresal 2000 mcg/ml at a dose of 900 mcg/day. The patient's medical history and concomitant medications were not obtainable. Please note the implant date provided, (B)(6) 2016, noted only the year being valid. On (B)(6) 2016, during normal use, the motor stopped suddenly and pump's critical alarm began to beep every ten minutes. The pump's interrogation revealed the motor stall message. The patient's symptoms returned. There were no environmental, external, or patient factors that might have led or contributed to the event. The pump was explanted on (B)(6) 2016 and was returned for analysis. At the time of the report the issue was resolved and the patient's status was reported as alive-no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implant date reported was (B)(6) 2012 and not (B)(6) 2016 as previously reported.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
On (B)(6) 2016 the representative further reported that the implant date could not be obtained. The patient experienced the return of spasticity. The pump had not recovered prior to explant. The motor stall occurred the friday night and the saturday morning the pump was replaced. Only one pump stall was noted in the logs and there were no other error messages.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.